Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100435218. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100800442. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. Migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent migration issues. A risk review confirmed that the event of hematoma, fluid leak, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device experienced a hematoma in the scrotum. Once healed, the pump migrated too high up and the patient was unable to access the pump. The physician planned to reposition the pump but found fluid surrounding the cuff and the pump and decided to replace the device instead. The physician removed and replaced only the pump and cuff components of the aus device through replacement surgery, and there was no further patient complications reported.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device experienced a hematoma in the scrotum. Once healed, the pump migrated too high up and the patient was unable to access the pump. The physician planned to reposition the pump but found fluid surrounding the cuff and the pump and decided to replace the device instead. The physician removed and replaced only the pump and cuff components of the aus device through replacement surgery, and there was no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for cuff is (B)(4).